Event description:
Add'l info rec'd from MFR 5/23/03: tmj implants, inc has no info from a medical professional to indicate that an adverse event has occurred. No MDR will be filed in response to the above referenced document.

Event description:
Had tmj total joint christensen prosthesis implanted in 1996. Is having problems with migraine headaches and jaw joint pain. Has been hosptalized. Pain is worse since device was implanted. Jaw doesn't open as much and it hurts when trying to do stretching exercises.